Manufacturer narrative:
Device manufacture date: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: heartmate ii lvas IFU addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 6 (under "caring for the driveline") instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Counsel patients to inform you immediately if they find signs of driveline damage. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook contains a section titled "caring for the driveline". The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. In multiple sections, the patient handbook warns the user not to pull on or bend the driveline. The heartmate ii unshielded power module patient cable IFU contains the following information: section I: general information: 1.0 description: the unshielded power module patient cable is easily distinguishable from the standard power module patient cable (part number 106846) by the orange color of the bifurcation and the patient identification label. 4.0 cautions: patients who are experiencing a short circuit in the percutaneous lead (driveline) should always use the unshielded power module patient cable to connect to the power module. Patients must bring the unshielded power module patient cable during any follow-up visit. The unshielded power module patient cable does not repair any existing, underlying lead/driveline damage, or diminish the possibility of any underlying damage becoming more acute. The standard power module patient cable (part number 106846) must be exchanged with the unshielded power module patient cable in a clinic or hospital setting before the patient is allowed to go home. Review of the submitted system controller log file data confirmed the reported low speed/pump stoppage event; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The submitted system controller log file contained data from (B)(6) 2020 and showed that on (B)(6) 2020 at 1:19 am, a momentary low speed/pump stoppage event was captured, resulting in low speed and low flow hazard alarms and active motor stopped flags. The low speed/pump stoppage event lasted for approximately 5 seconds. The log file otherwise appeared to show the pump operating as intended with stable parameters and no additional atypical alarms were captured. The interruption in pump function captured in the log file data occurred while the system was connected to the power module and could be indicative of a potential driveline wire compromise; however, the suspected driveline wire damage could not be confirmed as the device remains in use. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a suspected short to shield. There were no audible alarms, but low speed advisories and pump stops were noted on interrogation. The driveline was previously treated with rescue tape. Log file analysis showed 2 pump stops and 3 low speed advisories. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. It was also noted that the patient power cable voltage appears to be degrading. It was later reported that the patient was provided and educated on an ungrounded cable, instructed to discontinue use of patient cable he has at home, and has declined to proceed with a driveline splice at this time. Patient was stable and still admitted for previous dehydration.